Event description:
Additional information received indicates that the ventilator was returned for further investigation. The fa lab was unable to duplicate the reported complaint, uut was functional.

Manufacturer narrative:
H3: finding/root-cause: unable to duplicate the reported complaint, uut was functional. Disposition: revel, english service repair p/n:19260-001-99 s/n: (B)(6) will be moved to factory service and replaced exhalation module, o2 blender module as a precautionary measure. Replace materials as required, rework to configuration, recalibrate, and retest per specifications and standards.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: finding/root-cause: unable to duplicate the reported complaint, uut was functional. Disposition: revel, english service repair p/n:19260-001-99 s/n:(B)(6) will be moved to factory service and replaced exhalation module, o2 blender module as a precautionary measure. Replace materials as required, rework to configuration, recalibrate, and retest per specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device was having lower pressures than expected when setup on an intubated patient on (B)(6). No patient harm was reported, patient was moved back to hospital vent until they could get a backup device. The ventilator was returned to the fa lab for further investigation.